Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead undergone had thorough evaluation. Visual inspection indicated that complete lead was returned. It was confirmed that this lead had punctured hole in the insulation which failed pressure test approximately 6.6 centimeters (cm) from the distal tip.

Event description:
Boston scientific received information that this left ventricular (lv) lead had physical damage on lead insulation. It was noted that the wire poked through the insulation at the spiral. This lv lead was never in service. No adverse patient effects were reported.